Manufacturer narrative:
Terumo has not received the device for evaluation, therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete, and when more information becomes available. (B)(4). Results pending completion of investigation. Conclusion not yet available.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, they noticed a rattling sound on the delphin pump. No known impact or consequence to patient. Product was not changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on september 15, 2020. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added expiration date) g4 (date received by manufacturer) g7 (indication that this is a follow-up report) h2 (follow-up due to additional information) h4 (device manufacture date) h6 (identification of evaluation codes 11, 3331, 4114, 3221, 23) method code #1: 11 - testing of device from same lot/batch retained by manufacturer method code #2: 3331 - analysis of production records method code #3: 4114 - device not returned results code: 3221 - no findings available conclusions code: 23 - manufacturing deficiency the affected sample was not returned, so a thorough investigation could not be performed. A retention sample from the same product code and lot number was used. Based on this investigation the root cause of this failure mode is a combination of a poor technique in using the arbor press for applying the bearing to the rotor and the dimension of the bearing pocket in the magnet housing. Maintenance was performed to the mold for the magnet housing. Corrections are being investigated as it relates to the arbor press to ensure consistent assembly of the bearing and the magnet rotor. CAPA 8d-01227 has been initiated to document and address the investigation and any potential changes required to remedy the failure mode observed. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.